Manufacturer narrative:
The product is not expected to be returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the 2603z, pad pro defib pads, have allegedly had multiple issues from not sticking properly to the patient, to connections issues with the defibrillation unit and a patient burn. There has been no clarification of what exactly took place, multiple attempts have been made by the conmed representative to clarify the situation. To date, no information has been received to indicate an actual incident date or an incident type. This report is being raised based on the alleged patient injury due to the reported patient burn.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. A 2 year lot history review could not be conducted as a lot number was not provided. A DHR review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been 6 complaints regarding 6 devices for this device family and failure mode. During the same time frame 2,206,310 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .000003 per the instructions for use, the user is advised the following; - misuse of electrodes may cause patient burns. - do not fold, trim, crush, or store under heavy objects. - do not exceed a setting of 380 joules while defibrillating patients. - for universal function electrode use, these electrodes must be used in conjunction with AED and ECG amplifiers that have been designed specifically to compensate for large dc offsets. - conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.